Event description:
It was reported that an intravascular ultrasound catheter (ivus) tip became detached following use in a percutaneous coronary intervention (pci) procedure of the bifurcation of the proximal left anterior descending artery (lad) and the proximal left circumflex artery (lcx). The lesion being treated was dilated with a balloon catheter. The physician then removed the balloon catheter, inserted the ivus catheter and the lesion was confirmed with ivus. The ivus catheter could not cross the lesion, proximal-lad, so the dr then removed the catheter from inside the pt. It was outside the pt that the tip became detached from the distal end of the ivus catheter. The pt was reported to be doing fine.